Event description:
After an implantation time of about 112 months, it was reported that the pacemaker could not be interrogated during a routine follow-up. No pacemaker function could be observed. No worsening of the pt's state of health was reported. The pacemaker was explanted. The visual incoming goods inspection shows clear damage and indications that this pacemaker was heated, e.g. By an autoclave.

Manufacturer narrative:
The pacemaker underwent a visual inspection. On the header, at the transition between epoxy resin and metal components, small cracks were found, which indicates heat impact. Furthermore, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was initially interrogated, and a warning appeared that the pacemaker was in backup mode. The output signal of the pacemaker was tested and pacing at 2.2 v at 1.0 ms was measured.